Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned for analysis. Further testing revealed proximal conductor distorted. (B)(4) distal conductor distorted; full lead returned for analysis. The helix will not extend due to the distorted distal coil in the conductor. The stylet is stuck in the lead from the distorted distal coil and dried blood. It cannot be removed. The distal coil most likely became distorted during explant because the helix is retracted and the stylet has been inserted. Further testing revealed outer tubing overlay melted.

Event description:
It was reported, approximately 14 months post implant, high thresholds with the right ventricular lead was observed. As a result, lead revision procedure for repositioning was attempted but unsuccessful, as the right ventricular lead helix would not retract. Therefore, the lead was excised and replaced. During this stage of the revision procedure, the right atrial lead dislodged, and consequently, the physician decided to excised and replace the right atrial lead as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the devices is in process; the results will be forwarded when available.

Event description:
It was reported, approximately 14 months post implant, high thresholds with the right ventricular lead was observed. As a result, lead revision procedure for repositioning was attempted but unsuccessful, as the right ventricular lead helix would not retract. Therefore, the lead was excised and replaced. Additionally, during this stage of the revision procedure, the right atrial lead dislodged, and consequently, the physician decided to excised and replace the right atrial lead as well. No patient complications have been reported as a result of this event.